Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 407 mg/dl. Customer stated insulin pump was super hot and was overheating at battery compartment and leaked chemical. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device p-cap / reservoir locked properly in place. Device received with scratched case, corroded battery tube, and pillowing keypad overlay. Device received with blank display due to corroded electronic assemblies and corroded battery tube. Unable to perform displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, displacement accuracy test, self test, and current measurements or verify device heating up anomaly due to display anomaly.